Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securit percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The procedure date was reportedly performed sometime in (B)(6) 2018. According to the complainant the internal bolster detached after a month from the replacement procedure. The detached bolster was not retrieved as reportedly it passed naturally. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an endovive securi t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The procedure date was reportedly performed sometime in (B)(6) 2018. According to the complainant the internal bolster detached after a month from the replacement procedure. The detached bolster was not retrieved as reportedly it passed naturally. There were no patient complications reported due to this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual examination of the returned device revealed that there was with heavy residues indicating use and handling. The internal bolster was found to be detached/separated from the device and the bolster was not returned for analysis. The remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster was securely molded to the tubing during manufacturing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force to the unit during its manipulation (insertion/withdrawal). Bolster detachment most likely occurred because the user applied excess force to the device causing the bond between the tubing and bolster fail. Based on all gathered information, the complaint investigation conclusion code selected is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A DHR (device history record) review was performed and no deviation was found.